Event description:
Device malfunction: marking issues, difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the iliac artery after an interventional procedure. The tip of the device was felt to be up against a previously implanted aorta-iliac prosthesis, but the physician felt this did not present a problem. Reportedly, the arterial flow through the marker lumen was not steady. A unsuccessful attempt to retract the device by parking the foot was performed. The device was ultimately removed and hemostasis was achieved with manual compression. There were no adverse reported pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.